Manufacturer narrative:
(B)(4). Analysis of the neurostimulator found no significant anomaly. The implanted neurostimulator was received with no output or telemetry from any electrode pair. The device had been implanted for 77.3 months; however, parameter history was not provided, therefore a longevity calculation could not be completed. It was assumed the device had reached a normal end-of-life status. Visual observation revealed all four setscrew grommets have a punchout hole. Analysis of extension (lot/serial # (B)(4)) found all four conductors were broken at the edge of the molded rubber at the proximal end. Visual observation found what appeared to be pitting on the #2 conductor. The distal end of the extension was not returned, nor was the lead body/insulation. The insulation was broken at the edge of the molded rubber on the proximal end.

Event description:
The device was returned to the MFR with no info. It is unk if an event or problem occurred that may have led to explant. Add'l info has been requested, but was not available as of the date of this report.